Event description:
The customer reported that during a cardiac arrest the monitor read "error- pacer bad lead fault." The electrodes defibrillated but did not pace. A second set of electrodes were applied and the same reading appeared. The patient expired but the emergency doctor did not feel the electrodes were the cause of death. Ballard medical products has no first-hand knowledge of allegations, but is relaying information received from outside sources pursuant to federal regulations.